Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check te messages) was confirmed. Upon evaluation, the trunk cable was pulled from the strain relief, causing a short at the pulse wires inside the distribution node. The cause of the check te messages is the short. The cause of the short is the pulled cable. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly alarming to check the therapy electrodes.